Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).

Event description:
The customer reported via phone call that his blood glucose levels have been very high. The patient's blood glucose at the time of the phone call was 542 mg/dl. The customer stated that his face was tingling and that his stomach feels like he had just been punched. Troubleshooting was initiated for the high blood glucose. The patient treated his levels with a bolus through the pump and a manual insulin injection. A high pressure test was performed on the pump and the device failed. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.